Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets leaked after closing the clamp during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.